Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 10/3.25 flextome cutting balloon was selected for use. During the procedure, the lesion was dilated at 9atm upon first inflation. However, when the balloon was inflated again, it was noted that the balloon ruptured at 9atm and the protruding calcification was suspected to be the cause. The device was checked outside patient's body and no fragments was left inside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.